Event description:
Material #:302830; batch#: 3275849. It was reported by customer that customer reports "our pharmacy had a 20ml syringe with a defect on the tip. I attached the pictures of the item. Let me know what else you need from me. This was noticed before use." Verbatim: complaint received via email(s) attached. Customer reports "our pharmacy had a 20ml syringe with a defect on the tip. I attached the pictures of the item. Let me know what else you need from me. This was noticed before use."

Manufacturer narrative:
Initial MDR submission. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
No additional information received.

Manufacturer narrative:
(B)(4) follow up for device evaluation. It was reported there was a 20ml syringe with a defect on the tip. To aid in the investigation, one sample in an opened packaging blister and two photos were provided for evaluation by our quality team. A visual inspection was performed. The syringe barrel has dark colored embedded specks at the luer lok area. The two photos provided show the sample received. No other defects or imperfections were observed. The embedded degraded resin in the component typically occurs at the startup or intermittently during the injection molding process. The degraded resin can break loose and be molded into components. A device history record review was completed for provided material number 302830, lot 3275849. The review did not reveal any detected quality issues during the production of this lot that could have contributed to the reported defect. There were no related quality notifications. All processes and final inspections complied with specification requirements. The sample will be shown to associates for awareness. To date, there have been no other similar events reported for this lot. Based on the investigation and with the returned sample analysis the symptom reported by the customer is confirmed.